Manufacturer narrative:
The insulin pump was received with minor scratched display window. The device was received cracked case display window corner. The device was received with broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window. (B)(4).

Event description:
The customer reported that the insulin pump had physical damaged. Troubleshooting was done. Customer stated that there was a crack on the battery compartment. Customer's blood glucose was 114. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.